Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the dn to rear te cable being pulled from the strain relief, causing a broken pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing into an electrode belt that was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming funtionality testing. The device failure did not cause or contribute to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to passing.